Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was not returned to the manufacturer; therefore, the product investigation consisted of a review of manufacturing records, along with the photograph of the implanted lens. The results are listed below: the iol is still implanted. The injector was not returned. Only the pictures of the slit lump were returned. According to the provided pictures, we confirmed the lens is opacify like glistening. However, we couldn't determine if this glistening affects visual quality or not. Review of the production record showed no nonconformities and/or deviation from the specifications. The batch was manufactured following established and validated procedure and no deviation or non-conformities were reported in this case. A search in our database for complaint of this production lot indicates that there were not any other complaints reported. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Glistening was found inside the iol around 7 months after a cataract surgery. The lens is still implanted but there will be no impact to patient and there will be no casuality. Patient outcome: temporarily decreased va. The lens remains implanted in the patient's eye and no further medical intervention is required as there is no serious impact to patient's health.